Manufacturer narrative:
No sample collection or centrifugation data was supplied. Bec customer technical support (cts) had the customer verify reagent pack placement and the customer confirmed that an accutni reagent pack was present in the designated slot for in-use ckmb pack. The customer also reported that a ckmb reagent pack was found in a slot that was suppose to be empty. The cts walked the customer through unloading the packs correctly and instructed the customer to discard them. The customer stated after loading a new ckmb reagent pack the samples were repeated and correct results were produced. The data was not supplied. Use error is the root cause for this event.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated ind flags and no value ckmb results for 6 patient samples. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.